Event description:
A malfunction alarm labeled "malf 12" was reported, with the pump experiencing this issue at least three times previously. The event did not cause the customer's blood glucose level to exceed 500 mg/dl, implying there was no adverse impact on their glucose level. Technical support decided to replace the pump, and the customer planned to continue using the pump for insulin therapy in the interim.